Manufacturer narrative:
H.6. Investigation: one photo displaying a clear particle was provided for our investigation along with the physical sample. While the photo shows a particle, once the product was received for evaluation the fragmentation was not observed. A device history review was performed for reported lot 1806708, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure to evaluate any particulates generated by the injector after ten activations, when mated to other components. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Based on the available we are not able to identify a root cause at this time.

Event description:
It was reported that during use of the bd phaseal¿ optima the device introduced clear particles in the syringe. There were three occurrences. Material no.: 515052 batch no.: 1806708. The following information was provided by the initial reporter: per complaint form: we seem to be having another issue come up in the last couple days. It looks as if there is a clear particle in the syringe that contains cyclophosphamide. It is unclear where this came from. The product was clear prior to drawing up. We used the phaseal adaptor and an injector when drawing up. This was also seen with two other drugs (herceptin and paclitaxel) over the past couple days but I was just made aware now. Could this be coring? The lot and expiry for the injector is 1806708 exp 11/30/2019. We do not have the lot and expiry for the adaptor as this was added to the cyclophosphamide yesterday or the day before. Please advise on next steps. Also staff are asking for education on how to filter if they continue to see this occur.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ optima the device introduced clear particles in the syringe. There were three occurrences. Material no.: 515052; batch no.: 1806708. The following information was provided by the initial reporter: per complaint form: we seem to be having another issue come up in the last couple days. It looks as if there is a clear particle in the syringe that contains cyclophosphamide. It is unclear where this came from. The product was clear prior to drawing up. We used the phaseal adaptor and an injector when drawing up. This was also seen with two other drugs (herceptin and paclitaxel) over the past couple days but I was just made aware now. Could this be coring? The lot and expiry for the injector is 1806708, exp: 11/30/2019. We do not have the lot and expiry for the adaptor as this was added to the cyclophosphamide yesterday or the day before. Please advise on next steps. Also staff are asking for education on how to filter if they continue to see this occur.